Event description:
It was reported that the coyote es balloon ruptured. An eluvia drug-eluting vascular stent system was selected for use to treat the chronic total occlusion of the mid left superficial femoral artery (sfa). The target lesion was reported to be 100% stenosed at the ostium with mild tortuosity. A non-bsc guide sheath was placed and a non-bsc guidewire was advanced from the retrograde. A coyote es was advanced to perform pre-dilation. After successfully inflating twice to 14 atm., the balloon ruptured on the third inflation attempt. The balloon was replaced with a non-bsc balloon in order to complete vessel pre-dilation. An eluvia drug-eluting vascular stent system was advanced distally through an antegrade approach and deployed without issue. A second eluvia drug-eluting vascular stent system was advanced to the target lesion and the thumbwheel was rotated. The second stent was deployed approximately 2-3 cm from the tip of the catheter, at which point deployment ceased. There was no resistance felt in the thumbwheel when rotating. The entire system was pulled, causing the stent to stretch. When deployment was attempted, the common femoral artery was jailed, so the stent was deployed within the external iliac artery. The intended target location was within the sfa ostium, but ideal placement was unable to be performed due to device deficiency. Additional imaging was able to confirm blood flow, although the physician noted the potential for future blood clot formation in the vessel portions where the stent was stretched. The procedure was completed and there were no additionally reported consequences to the patient.